Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation and has been requested. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
A customer reported that the titanium adapter separated from the patient connector during dialysis therapy. There was no patient injury or medical intervention reported. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. A leak test and connection test were performed with no issues noted. The reported problem could not be confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.